Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's insulin pump was not delivering insulin properly. The customer's blood glucose was 300 mg/dl. Customer stated they had treated their blood glucose with a manual injection. A no delivery alarm was found in the alarm history. Troubleshooting found insulin was not able to exit from the tubing. The customer changed their reservoir and the problem persist. Customer was advised to replace their insulin pump. No additional information provided.